Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-oct-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a failure of the imaging unit. The specific root cause of the failed imaging unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Event date is (B)(6), 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. There was a black screen observed, which was attributed to the failure of the imaging unit. The user¿s complaint of incorrect camera details in bottom of corner was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned to olympus for incorrect device details in bottom corner. There is no reported harm to any patient. Upon evaluation of the device, it was observed that the device yielded no image. There was a black screen. This medwatch is being submitted for the reportable issue of no image observed during evaluation.